Event description:
Nerve damage to median nerve.

Manufacturer narrative:
This report is submitted by inmode following patient's report to FDA #mw5168036. The patient complained of a damage to her median nerve following accutite procedure. Currently, inmode is performing attempts to contact the patient for additional information. Nerve damage due to incorrect working technique is listed as a possible risk of this technology. If additional information will be obtained, a follow-up report will be submitted with investigation conclusions.